Manufacturer narrative:
H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2026, the patient underwent endovascular treatment for a thoracic aortic aneurysm using the gore tag conformable thoracic stent grafts with active control system, with the gore dryseal flex introducer sheath as an accessory. A 22fr sheath was inserted via the left femoral artery, and two ctag devices were delivered. The proximal ends were positioned approximately 2 cm distal to the left subclavian artery. After sheath removal, a rupture of the left external iliac artery was identified, and an additional stent graft was implanted for treatment. The vessel diameter of the left external iliac artery measured approximately 7.3 to 7.9 mm, and resistance had been noted both during sheath insertion and removal. The patient tolerated the procedure.